Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was scheduled to be dispatched to the customer site to further investigate the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right-hand control was not working properly/moving in the correct way when using a permanent cautery spatula (pcs) instrument. The issue only occurred with the pcs instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no related errors in the logs. The tse advised that the issue could be instrument-related. The procedure was completed with no reported injury.